Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. The patient described the area as a rash. There was no alleged device malfunction contributing to the rash. The patient¿s physician prescribed hydrocortisone cream and that the patient could end use for the skin irritation. Follow up indicated that the rash improved.